Manufacturer narrative:
H10: h2: b5 updated.

Event description:
It was reported that during a meniscus repair surgery, both fast-fix 360's ts were pulled out when the suture was tightened. T2 was removed using tweezers. The procedure was completed using a starsportsmed competitor device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360's t was pulled out when the suture was tightened. The procedure was completed using a competitor device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar stuck fully extended, the shaft bent and with the suture and t1 implant returned off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle, it is stuck due to the bend in the shaft. An analysis of the customer provided image shows the device identification information and next to it one fast-fix 360 with one t outside. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for device dislodged or dislocated of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. The root cause for failure to cycle was associated with unintended use of the device. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image shows the device identification information and next to it one fast-fix 360 with one t outside. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.